Manufacturer narrative:
Despite several requests and attempts the customer was not willing to provide any information related to the incident or the patient involved. We have therefore based our investigation on the information provided initially in the feedback. The root cause for these type of events is that the space between patient/breast coil combination and mr system magnet bore is narrow and a patient might get squeezed/experiences friction between the breast coil and the top of the bore. In addition, for performing a breast examination using the breast coils, a patient is placed on top of the breast coil (face down), thereby creating pressure points to the patients chest (ribs and sternum), which in case of compromised bone strength (e.g., due to breast cancer, bone abnormalities or metastasis) might lead to fractures. The successful positioning of patients in the bore using the mr breast coil depends on several factors, such as patient size, weight distribution, and body shape, etc. Safe patient positioning needs to be individually assessed and ensured for each patient prior to the actual scan.

Event description:
Philips received a report that a patient felt pain during and after a breast examination using the breast coil. There is an indication that the patient suffered broken ribs as a result.